Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 515 mg/dl on (B)(6). Today, the customer's blood glucose reading was 300-400 mg/dl range. The customer treated with injections. The customer had symptoms such as feeling sick to stomach, dizziness and thirstiness. During one of the tests, the customer received a motor error and discovered the reservoir was empty. The customer ran a displacement test. The customer stated that the test passed. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was assisted with hp test. The customer stated that the test passed. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.